Manufacturer narrative:
One ampere¿ rf ablation generator was received for evaluation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information provided to abbott and the investigation performed, the cause for the reported event was due to an abnormal functionality of the controller board.

Event description:
During a radiofrequency ablation procedure, a cancellation occurred. The generator was noticed to have trouble during boot up. Once powered up the display screen was noted to be blank with lighted background at initial boot up and then would go blank approximately 20 second later. Several attempts were made to reboot the generator, but the issue remained. The patient was under general anesthesia at the time, but the procedure was aborted. There were no adverse patient consequences.

Manufacturer narrative:
Additional information: one ampere¿ rf ablation generator was received for evaluation. The reported event was confirmed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information provided to abbott and the investigation performed, the cause for the reported event was due to the lcd screen and cable assembly.